Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. The numbers were not ramping up on its own or the scroll bar was moving with no input.

Event description:
It was reported that the keypad on the customer's insulin pump became stuck and began to continually scroll while attempting a bolus delivery. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 400 mg/dl, which was treated with an injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.